Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2010 from a (B)(6) old female consumer reporting on self from the united states. The consumer did not have any known medical history and concomitant medications were not reported. On (B)(6) 2010, the consumer started using o.b non applicator tampons, a half of a bag, over about four to five in a day, vaginally for normal menstruation (lot number 1400m8484, expiration date unspecified). After two days, she felt discomfort in genital area. After eight days, she noticed the tampon got stuck in body and bleeding from tampon. After eight days, she discontinued the device and the event resolved. The report was assessed as non-serious event and the company causality was assessed as possible. Sample received on (B)(4) 2010 contained one carton of o.b. Super non-applicator tampons (lot number 1400m8484) with 8 tampons. The received sample was visually inspected and no nonconformance or manufacturing defects were observed. The device history record revealed no issues or nonconformance with the product or process. The retain sample was visually inspected and no nonconformance or manufacturing defects were observed. This is the first complaint received for this lot number for this complaint subject. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered as reportable malfunction in the united states.